Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a missing segment / partial display issue. Customer's blood glucose was 73 mg/dl at the time of incident. Customer stated that the insulin pump display was fading, battery has already been changed and had the faded screen again. Customer inserted the recommended (B)(6) alkaline battery and that did not resolve the issue as well. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No fading display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No missing segments or partial display noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.